Event description:
Report received of an underfilled tpn bag being dispensed to a pt. The physician order was for 1200 ml of tpn solution to infuse every other night over 12 hours, with an unspecified duration of a taper up and taper down period. The solution was mixed by the compounder in the pharmacy and dispensed to the pt. In 2003, the pt reported to the pharmacist that the solution only lasted 10.5 hours, instead of the expected 12 hours. There was no adverse pt event and there was no reported issue with the pt's blood sugar. There were no reported issues with the infusion pump. The infusion pump reportedly delivered all previous and subsequent infusion to completion as programmed. Though requested, no additional info was available.